Manufacturer narrative:
The device code was updated. The customer stated qc was acceptable. The customer did not provide any additional data for investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+b (hcg + b) and elecsys ferritin (ferritin) on a cobas e 801 analytical unit. The initial hcg + b result was 13 miu/ml. The repeat results were 3082 miu/ml and 3237 miu/ml. The initial ferritin result was 0.5 ng/ml. The repeat results were 21.4 ng/ml and 21.6 ng/ml. The sample was repeated due to sample alarms from other analyzers on the same line. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. 'No reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
The field service engineer (fse) performed an instrument check with passing results. Calibration and qc were acceptable.